Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a endoscopic vein harvesting procedure, vasoview hemopro 2 when the device was put together the staff member noticed the metal jaw piece was bent and loose. Device was removed from field and new device used without incident. No patient harm.

Event description:
The hospital reported that during preparation for a endoscopic vein harvesting procedure, vasoview hemopro 2 when the device was put together the staff member noticed the metal jaw piece was bent and loose. Device was removed from field and new device used without incident. No patient harm.

Manufacturer narrative:
Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection was conducted. The heater wire was observed to be flexed away from the center of the hot jaw but remained attached at the tip and at the base. No other failures were observed. Based on the returned condition of the device, the reported failure "bent; wire" was confirmed. Specific actions for the reported failure mode "bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.